Event description:
The clinician reports that the day the implant was placed in fdi 26, failure occurred upon insertion. Primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. Patient presented with bonetype iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.